Manufacturer narrative:
H6: investigation summary bd received one samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for cracked tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for cracked tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that during use with bd vacutainer® edta 2k the tube was discovered to be cracked and blood leakage occurred. There was no reported patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about leakage of blood due to a cracked tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® edta 2k the tube was discovered to be cracked and blood leakage occurred. There was no reported patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about leakage of blood due to a cracked tube.